Event description:
It was reported that stimulation was intermittent. The patient did not feel the stimulation sensation consistently and only ¿got it working 2 or 3 times.¿ the patient felt stimulation ¿the other day¿ on the "right side of her cheek" by her tailbone. It was noted that the patient had a loss of therapeutic effect with symptoms of loss of bladder control. The reporter indicated that ¿this worked a couple times and then it wouldn¿t work for a few days and then the water poured out of the patient again.¿ an overstimulation sensation was also reported. When stimulation amplitude was increased from 0.9v to 1.0v, the patient felt ¿one jerk¿. Stimulation was reportedly ¿kind of strong because it went all the way to the patient's thing.¿ it was reportedly ¿like a big bolt, then it stopped.¿ additionally, the patient felt a shock at that amplitude setting that was not painful. The patient also felt some stimulation sensation briefly at the pocket site. When stimulation amplitude was decreased to 0.9v, the patient did not feel any stimulation sensation. It was also reported that when the patient was programmed at the time of implant, she felt a ¿vibration in her butt¿ and stated ¿that was high.¿ the patient noted that they were not trained adequately on using the device. It was noted that the patient had an appointment scheduled with her health care professional on (B)(6) 2013. Follow-up with the patient's healthcare provider reported that the cause of the event was that the patient could not feel stimulation. It was noted that the patient needed reprogramming to turn the stimulation up. When the stimulation was turned up, the patient could feel in the correct area. It was noted that the patient did not require hospitalization and the patient outcome was no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va08f3e, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).